Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported device embolization occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 27 mm watchman ® laa closure device was successfully implanted in the laa. It was noted that while assessing release criteria, there was very limited echo with only one clear view. The other views were estimated and they used fluoroscopy. On (B)(6) 2018, the patient returned for a follow up appointment. Transesophageal echocardiogram (tee) revealed the closure device had embolized. They imaged the chest of the patient using fluoroscopy and located the device in the aortic arch. The patient was asymptomatic. They admitted the patient and the next day the device was removed percutaneously via a snare, without complications. While in his room he developed a cold leg. He was brought back to the cath lab and thrombectomy was performed successfully. The patient condition was fine and he was discharged home.